Event description:
It was reported that the technician opened the lens vial of a cc4204bf collamer single piece lens and noted that one haptic was missing. The lens was not used or loaded and there was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
H6 - method: lens work order search. Results - (other): a visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.